Event description:
It was reported that the bed had no power due to power cord being disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.